Event description:
Related manufacturer reference number:2017865-2023-52569 new information received notes that the patient was stable.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock. No intervention was done. The patient status was unknown.